Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 255 mg/dl at 9:54 a.m., 147 mg/dl at 9:55 a.m., 585 mg/dl at 9:56 a.m., and 391 mg/dl at 9:57 a.m. With the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter and two vials of contour test strips from lot # 1mj3b03a for evaluation. An in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance.